Event description:
It was reported that a patient presented in clinic with low, out of range hv lead impedance. All other measurements on the lead are normal and within range. The lead was capped and replaced.

Manufacturer narrative:
(B)(4).